Event description:
A case of pericardial effusion requiring intervention was reported during a left atrial appendage closure (laac) procedure where the versacross transseptal sheath and rf wire were used for the initial transeptal puncture of the procedure. A baseline pericardial effusion was noted in the right atrium and right ventricle prior to the procedure. During the transseptal puncture, the physician had difficulty tenting the septum due to complex patient anatomy. Tenting was eventually achieved and transseptal puncture was successful. While preparing the watchman sheath, the baseline pericardial effusion was noted to worsen. The laac procedure was aborted and pericardiocentesis was performed. The patient remained stable throughout the procedure and was extubated the next day. There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has devices to submit this report. A separate problem report has been submitted for the versacross transseptal sheath with the report number 9710452-2022-00035.

Manufacturer narrative:
There is no reasonable evidence to suggest that the baylis medical devices caused or contributed to the reported incident. However, as baylis medical devices were reported to be among the devices used in the procedure, baylis medical has devices to submit this report.